Event description:
It was further reported that the patient was seen in clinic and was experiencing phrenic nerve stimulation from the lv lead. The vector on the lv lead was reprogrammed. No other changes were made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days post implant the patient experienced a shock like sensation that was radiating from the cardiac resy nchronization therapy defibrillator (crt-d). The right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead exhibited slight variation from implant measurements. The crt-d, ra lead, rv lead, and lv lead remain in use. No further patient co mplications have been reported as a result of this event.